Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d4, the device lot number was unknown in the initial report and has been updated accordingly. The device UDI has also been updated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d4, h4: the expiration and manufacture dates were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an unknown procedure while using a truespan meniscal repair system plga 12 degree, implant came out before surgeon pulled trigger. The device was received and evaluated. Upon visual inspection, it could be observed that one of the plates is out of the needle which is a sign that the device was activated. The covering sleeve was removed to verify the presence of the second implant, it could be observed that the needle is in good condition and is not deformed. The second implant was found inside the needle, no structural damages on the plate could be found. When performing the functional test, a rubber tissue simulator was used, the device performed as intended. The red trigger was reviewed and tested, it also performed as intended. The pusher rod that places the implants is in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device 6l87534 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint cannot be confirmed. The possible root cause for this issue can be attributed to an mishandling of the device, the operator could have pulled the trigger while inserting the device into the patient's body, the needle was not maintained to the required depth or the operator did not fully squeezed the trigger. As per IFU 113244: at desired depth, squeeze the red deployment trigger while maintaining depth positioning to deliver the implant. The implant is fully deployed when you hear an audible ¿click¿. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep in (B)(4) that during an unknown procedure on (B)(6) 2021, it was observed that anchor device came out before the trigger was pulled. Another like device was used to complete the procedure. There was no surgical delay nor adverse patient consequences reported. No additional information was provided.